Manufacturer narrative:
.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The symptoms occurred following reprogramming by the health care provider. The patient was reported as being in pain and only being able to perform limited activities. An impedance check revealed high impedances on electrodes 0, 1, 2, and 3 (>3500ohms). High impedances were also noted on electrodes 4, 5, 6, and 7 (1500-2200 ohms). Additional information has been requested from the hcp, but was not available as of the date of this report.